Manufacturer narrative:
The device was returned to the manufacturer, but was discarded in error. As reported, the 6f avanti + sheath introducer transrad kit 11cm was found faulty when the nurse opened the introducer to use. When the nurse opened the product the item was not in the usual shape. The device was kinked and was observed to be separated. There were no reported patient injuries. The device was stored in the cath lab for one month. The device was stored, handled and prepped per the instruction for use (IFU). There was no difficulty experienced in prepping the device. There was no damage noted to the device packaging/box. There was no unusual force used at any time. The procedure was completed by using an unknown device. A product history record (phr) review of lot 17792750 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter sheath introducer (csi) kinked/bent during prep¿ and ¿catheter sheath introducer (csi) separated during prep¿ could not be confirmed as the device was not returned for analysis. The exact cause of the kink and separation reported could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the kink/separation reported. However, prepping/handling factors possibly led to the kink and subsequent separation of the device. If the operator encounters kinking or damage during clinical use, they are clinically trained to immediately discontinue manipulations and remove the product. This may require insertion of an additional device, which can cause intra-procedure prolongation. According to the instructions for use (IFU), which is not intended as a mitigation, ¿remove csi from package using sterile technique. Remove air from csi (including sideport extension) by inverting and flushing with heparinized saline or suitable isotonic solution. Insert the vessel dilator through the csi¿s hemostasis valve, snapping it into place at the hub. Flush with heparinized saline or another isotonic solution. Introduce the needle into the vessel using an aseptic technique.¿ neither the phr review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the avanti sheath introducer + transrad kit 11cm was found faulty when the nurse opened the introducer to use. When the nurse opened the product the item was not in the usual shape. The device was kinked and was observed to be separated. There were no reported patient injuries. The device was stored in the cath lab for one month. The device was stored, handled and prepped per the instruction for use (IFU). There was no difficulty experienced in prepping the device. There was no damage noted to the device packaging/box. There was no unusual force used at any time. The procedure was completed by using an unknown device.